Event description:
It was reported that a patient underwent an atrial flutter (afl) procedure which included the use of a pentaray nav high-density mapping eco catheter for which biosense webster¿s product analysis lab (pal) identified a damaged electrode. Initially, it was reported that the carto had displayed black electrode icons and had noise on electrodes 11-12. The catheter cable was replaced, and the issue did not resolve. When the catheter was replaced, the issue resolved, and the case continued. No adverse patient consequence was reported. The signal noise and visualization issues were assessed as non MDR reportable. The potential risk that it could cause or contribute to a serious injury or death to the operator or patient was remote. The biosense webster, inc. Product analysis lab received the device for evaluation and per the evaluation completion on (B)(6) 2024, there was one spline that had a damaged electrode. This was assessed as MDR reportable with an awareness date of (B)(6) 2024.

Manufacturer narrative:
The device was returned to biosense webster (bwi) for evaluation. A visual inspection, magnetic sensor error and electrical evaluation of the returned device were performed following bwi procedures. Visual analysis revealed that one spline has a small, damaged electrode. The electrode was observed dented and partially lifted with no internal components exposed. No other issues were observed during the visual inspection. A magnetic sensor functionality test was performed, and the device was recognized on the system; however, a black ring was displayed on the screen. An electrical test was performed, and an open circuit was found on the tip area. A manufacturing record evaluation was performed for the finished device 31171299l number, and no internal action related to the complaint was found during the review. The black electrode and noise reported by the customer were confirmed. The open circuit cannot be determined. In addition, the potential cause of the lifted electrode cannot be determined. It could be related to the manipulation of the device; however, this cannot be conclusively determined. The instructions for use (IFU) contain the following warning stated in the carto 3 system manual: electrocardiogram (ECG) noise is typically generated as the result of the improper connection of the body surface electrocardiogram (ECG) patch to the patient. This noise is the most significant during ablation. To resolve this situation, verify the proper connection. It is recommended to turn off the notch filter for this verification. For the damage on the electrode: do not introduce the catheter into a guiding sheath with the catheter¿s distal spines folded backward toward the handle. Collapse the spines together using the insertion tube prior to insertion. The catheter is recommended for use with an 8 f guiding sheath because the distal spines may be damaged if used with a sheath that is not compatible. Do not use the catheter in conjunction with transseptal sheaths featuring side holes larger than 1.25 mm in diameter. As part of biosense webster's quality process, all devices are manufactured, inspected, and released to approved specifications. This product issue will be addressed through bwi's quality system. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).